Manufacturer narrative:
All buttons function properly, and no anomaly noted. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, self-tests. Thus software was utilized and downloaded trace/history files properly. No unexpected drive/motor anomaly, rewind anomaly, no delivery alarms noted during testing or in the trace/history files on event date. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, keypad assembly, motor assembly and force sensor. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads all buttons function properly. Pump passed all testing required and drive/motor anomaly, rewind anomaly, insulin flow blocked/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported issues with the pump, including the button occasionally getting stuck, slower rewinding, and no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-386a, mmt-1715k, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the keypad anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-386a, mmt-1715k, and mmt-332a.